Manufacturer narrative:
Section a4: patient weight was not provided no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient's modular cable was very damaged. The area just outside the driveline exit-site appeared to be significantly worn and a clear damaged area was very visible. The ventricular assist device (vad) coordinator was requesting a replacement modular cable as soon as possible to exchange the cable for patient safety. It was unclear on alarm sounding.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the modular cable (lot number 10590392) was unable to be confirmed. The modular cable was not returned for analysis and no photos of the damage or log files were submitted. Provided information indicated that the modular cable was exchanged, and that it was unknown if the damage was associated with any alarms. Attempts were made to obtain additional event information, but no response was received. The root cause for the damage was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations from manufacturing and qa requirements. Heartmate iii instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.